Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. : promus element,mr,ous 2.25x12mm stent delivery system was returned for analysis. The device was returned with a product mandrel and stent protector attached; both were removed without issue. A visual and microscopic examination of the stent found stent damage along the entire length of the stent, with the stent stretched proximally over the proximal markerband. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via right femoral artery. The stenosed, eccentric, de novo target lesion with a bend of between >45 and <90 degrees was located in the mildly tortuous and mildly calcified right coronary artery. The lesion was engaged with a 6f guide catheter and a 0.014 guidewire. Following pre-dilatation with a 1.50 balloon catheter, a 2.25x12mm promus element drug-eluting stent was advanced for treatment. However, the stent got dislodged in the y-connector. The device was completely removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via right femoral artery. The stenosed, eccentric, de novo target lesion with a bend of between greater than 45 and less than 90 degrees was located in the mildly tortuous and mildly calcified right coronary artery. The lesion was engaged with a 6f guide catheter and a 0.014 guidewire. Following pre-dilatation with a 1.50 balloon catheter, a 2.25x12mm promus element drug-eluting stent was advanced for treatment. However, the stent got dislodged in the y-connector. The device was completely removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.